Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
The regulatory authority in china, nmpa, notified acumed on (B)(6) 2023, that a user facility in china had reported that on (B)(6)2020, the patient was treated for surgery due to trauma, and then on 9 december 2021, right medial malleolus and fibula internal fixation routine hardware removal was conducted. During the explant procedure, a screw stripped. The user facility was contacted who clarified, the issue was the headless screw stripped during the removal procedure and the surgeon had to broaden the screw channel/ remove some bone around the stripped screw in order to get the screw out and in doing so, it "got the bone of the young patient thinner resulting in the potential for the patient's bone to get broken/fracture again". The user facility reported the patient is doing fine.